Manufacturer narrative:
One catheter was returned for evaluation with a monoject 1.5cc limited volume syringe. No introducer or contamination shield was returned. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitor for 5 minutes with no error message. The thermistor and thermal filament circuit were continuous with no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. The resistance value of the thermal filament circuit was within the allowable specification. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion noted. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of inaccurate / erratic temperatures could not be confirmed during the evaluation. No indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that "the blood temperature readings shifted in some range during use in surgery and therefore cco measurement was also unstable. It is unknown if the problem was noted from the beginning of use or if there were any error messages observed. The blood temperature values were also unknown, but cco measurement intermittently stopped due to the unstable blood temperature readings. The customer did not try restarting the monitor or replacing the monitor and the cable. There were probably no problems with other parameters and the catheter was not replaced." There were no patient complications reported. No other patient information is available. The sample of tracing was not available.